Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy. The device was programmed to deliver an unknown volume of tacrolimus (dose unknown) for 24 hours at a rate of 10.4ml/hr. The customer reported the infusion finished 98 minutes early. There was no known patient injury or medical intervention associated with this event. No additional information is available.